Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received questionable results for a total of 150 patient samples tested for ise indirect na for gen.2 (sodium) on a cobas 8000 ise module. A physician contacted the laboratory to complain about a low patient result. The sample was remeasured and results were 10 mmol/l higher. All 150 samples were repeated and of these samples, 145 were found to have erroneous results that were reported outside of the laboratory. Refer to the attachment for all initial results and repeat results. Corrected reports were issued for the repeat results. It was stated that some patients were treated with sodium infusions based on the event. It was asked, but it is not known which specific patients received the treatment. No further treatments were provided to these patients and all patients were ok. The patients were not adversely affected. The sodium electrode lot number and expiration date were asked for, but not provided. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. During investigation of the issue, calibration data was checked. On the day of the event, 2 calibrations were performed. It could be seen that the internal standard concentration for the first and second calibration were different, indicating that the internal standard bottle was changed. It is most likely that the internal standard bottle was changed during the day and no calibration was performed afterward. This would explain the approximate 10 mmol/l difference in results. The customer could not confirm whether or not a calibration had been performed after a bottle exchange.